Event description:
Asap too study. It was reported that the patient experienced a transient ischemic attack. Prior to the procedure, the patient was on aspirin and clopidogrel. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete seal and a deployed device diameter of 28.2 mm. Post implant procedure clopidogrel was continued. Five (5) years post procedure the patient presented to the hospital with perioral numbness, slight right sided facial droop, and worsening of right arm weakness. The patient at the time was not on any anticoagulation medication. On the same day, a computed tomography (CT) head, CT head/neck were negative. Additionally, a chest x-ray was also performed. The following day, magnetic resonance imaging (MRI) was performed, and it was negative. The patient was diagnosed with a transient ischemic attack. The patient was put on 81mg aspirin and 40mg atorvastatin in response to this event. Two days after presenting to the hospital the event was resolved.